Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant ii stent graft systems were implanted in a patient for the endovascular treatment of a 53 mm diameter abdominal aortic aneurysm. It was reported that during the index procedure, at the end of the case a huge amount of contrast was noted filling the aneurysmal sac. A type 4 endoleak was identified coming from the right limb and it was noted that jets of contrast appeared to be pulsating from this limb. An additional endurant stent graft was planted inside one of the existing endurant stent graft limbs to cover a potential hole in the fabric. The endoleak was reduced and the procedure was completed with a remaining type IV blush endoleak. Ultrasound imaging performed the next day showed the endoleak to be resolved. Per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Film evaluation summary: the exact cause/source of the endoleak observed during implant could not be determined from the angiograms provided. Films after implanting the endurant iis stent graft system confirmed widespread contrast, appearing as a pulsatile blush, coming from both sides of stent graft bifurcate and along both limbs. The exact source(s) of contrast/endoleak initially could not be determined. Adequate component overlap was confirmed; however, no selective limb contrast studies (injecting below the flow divider within the left and right limbs) were observed in the returned films. The contrast appeared to be within the distal aaa sac, coming from either/both limbs, between the level of the gate ring and distal sac. This location was also near to where a possible type ii endoleak was filling the sac. After ballooning and additional imaging was performed, angio injection confirmed that the endoleak was primarily coming from the right/contra limb just below the level of the gate ring, where the stent graft fabric transitioned from 2 to 1 layer. After implanting an additional limb thereby relining the entire right/contra limb, final angiogram showed a substantial reduction of the strength of the previously seen endoleak. Some contrast blush was still seen coming from the right limb just below the level of the gate ring, and a slight amount of contrast also seen coming from the left side of the bifurcate near the flow divider. While a type iii fabric endoleak cannot be ruled out, this appeared most likely to have been an acute type IV blush endoleak caused by fabric porosity. It was also reported that ultrasound imaging performed 1 day post-implant showed the endoleak to be resolved, also likely concluding that this was a probable type IV endoleak. Other factors such as heparin dose, outflow resistance, and volume of the aneurysm sac may have also contributed to this likely type IV endoleak. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Fdc code added to capture supplier related issue as no alternative code available. If information is provided in the future, a supplemental report will be issued.